Manufacturer narrative:
The device evaluation was completed by the manufacturer on march 7, 2018. Updated from "no" to "yes" and indicated "evaluation summary attached". (B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the device evaluation is completed.

Event description:
The health care professional (hcp) reported the following: the os refractive outcome after cataract surgery with an intraocular lens (iol) implantation differed by 0.50 diopter from the target refraction. The hcp informed that a re-treatment is planned. The iolmaster 700 was used for the original biometry measurements and lens power calculations.